Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter was provided for investigation where it was tested using master lot strips and controls. Testing results (qc range = 3.1 - 4.7 inr): qc 1: 3.6 inr, qc 2: 3.8 inr, qc 3: 3.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided in the complaint case that would point to a cause for the result discrepancy. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 6:33 pm, the result from the meter was 7.1 inr. At 7:47 pm, the result from the meter was >8.0 inr. Around 9 pm, the result from an ER laboratory using a stago analyzer was 5.0 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr.